Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's grandmother reported via phone call that the insulin pump alarmed motor error during rewind. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarm. The insulin pump was received with moisture damage to the electronic assembly, battery tube, keypad assembly and vibrator assembly. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a cracked case at the reservoir tube window corner.